Manufacturer narrative:
The lead was not returned for analysis. Prior to the analysis of the ICD, the quality documents accompanying the manufacturing process for this ICD and the lead were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Subsequently the ICD was interrogated. The interrogation could be properly performed and revealed the eri battery status, confirming the clinical observation. Next, the ICD was subjected to an analysis of the electrical parameters. The current consumption of the ICD was checked and found to be normal and as expected. Analysis of the battery condition, however, showed an inconsistency of charge taken from the battery and the battery voltage. A premature battery depletion could be confirmed during analysis.

Event description:
It was reported that the associated ICD was explanted due to eri status approx. 24 months after the implantation (affected by fsca bio-lqc from march 2021). During the exchange surgery this rv lead was capped and replaced due to insufficient sensing measurements after the implantation period of approx. 190 months.